Event description:
It was reported to philips that system's footswitch was unable to trigger fluoroscopy, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for a coronary procedure at the time of the event. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site. Troubleshooting confirmed that pressing the footswitch did not trigger an exposure. It was determined that the footswitch was defective. The fse replaced the footswitch. The footswitch was returned for failure analysis but no errors could be found with the footswitch during testing that could have caused or contributed to the reported issue. After the footswitch was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.